Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and failed due to lcd and window damage. Pictures were taken. Receiver charge and boot tests were performed and passed. A manual vibration test was not performed due to damaged lcd and touch screen did not work. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.